Event description:
It was reported that one of the wires of the fenestrated bipolar forceps instrument were sticking out at the distal end after it was cleaned and sterilized. The device was not used on a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of wires exposed at the distal end is confirmed. Conductor wires are intact and undamaged, but drive cable is frayed. The pitch down cable is frayed at the distal clevis hub. Frayed strands stick out at the wrist. Other cables at wrist are not damaged. No other damage found.